Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined. Fluid initially did not flow freely through the complete fluid path. Isolating fluid flow through each of the components of the cannula sub-assembly revealed the formed needle as the source of blockage. After applying a soldering tip along the needle to clear any crystallized insulin or residue inside the needle, fluid could freely pass through the formed needle. Considering there was no occlusion alarm, it does not appear that this occlusion caused any failure to deliver insulin during the run of the device. No other damages or deficiencies were observed during the investigation.

Manufacturer narrative:
It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels reached 352 mg/dl, while wearing the pod between 4 and 24 hours on the back. The patient noted the cannula had dislodged from the infusion site. A new pod was applied to treat the hyperglycemia.